Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels. It was noted that the user did not lower the laser power nor did the user let off the foot pedal once the blue pixels were witnessed. A biopsy was performed prior to the ablation procedure and was flushed with thrombin. There were no patient complications reported in relation to this event.